Manufacturer narrative:
Additional narrative: reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a femoral nail surgical procedure. During the procedure the universal chuck locked up on a screwdriver shaft and then could not get the two apart. The case was completed successfully. It is unknown if there was surgical delay. Patient outcome was unknown. This report is for one (1) star/hexdrive scrwdrvr shaft t25 3.5mm hex/slf-retain 165mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the sd/hd scrwdrvr sft t25 3.5hex/sf-rtn 165 (part number: 03.010.151; lot number: 6543868) was received at uscq. Upon visual inspection no defects were identified on the device itself. Functional test: as per the functional test performed by the r&d team in zuchwill, they were not able to disassemble shaft from the chuck with normal operating force. But the complaint condition was confirmed due to universal chuck. So the device failed to disassemble/function as intended due to issue with chuck. Dimensional inspection: the dimensional inspection was not performed due to conclusive evidence that the issue was with the chuck. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. Conclusion: the complaint condition was not confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h6: a device history record (DHR) review was conducted: part number: 03.010.151; synthes lot number: 6543868; release to warehouse date: 14-apr-2011; manufacturing site: synthes monument. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 - date device returned to manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.